Event description:
It was reported that an ilet pump¿s housing began to separate at the seams due to adhesive deterioration, while the pump continued to function and blood glucose remained stable; the user temporarily secured the device with tape and requested a replacement prior to travel. Symptoms included no adverse clinical effects. Outcomes included continued pump therapy without alarms and the provision of a replacement device with instructions for shutdown, data sync to the mobile app, return using a provided label, and notice that data would not transfer to the replacement. Investigation included review of the device history and complaint details and collection of the device for evaluation. Investigation of this device revealed evidence consistent with screen bezel or enclosure separation associated with adhesive failure, with no impact to infusion or control performance. It was concluded, based on previously established findings for similar reports, that the cause was component adhesive wear leading to enclosure separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.